Event description:
Related manufacturer reference number: 2017865-2022-06149. It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular(rv) lead exhibited high pacing impedance and high threshold. The pacemaker failed an attempt to reset auto-capture. Programming changes were performed. There were no patient consequences.